Manufacturer narrative:
(B)(4). The device was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. However, the lead was unable to be attached to the device as the set screw would not deploy, and after multiple attempts the set screw was stripped. A new device was implanted and interfaced to the lead without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. The df+ setscrew was stuck in the up position. This setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew was confirmed to exhibit signs of cross-threading. The pacing and sensing functions of the device were verified per automated testing.